Event description:
This is filed for thrombus requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. After advancing the clip (20120r187), possible thrombus was found on the clip. The clip was not implanted and was retrieved. Probable thrombus was reported in the right atrium. Another clip (20120r190) was used but when the clip emerged from the guide into the left atrium thrombus appeared again. An attempt was made to remove the thrombus with aspiration, however the issue was not resolved. The procedure was continued with the clip despite the issue. One clip was implanted the mr was reduced to 1. Post procedure a fibrous substance, reported as gauze, was observed on the steerable guide catheter. There were no associated symptoms, and there was clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information cause of the reported thrombus cannot be determined. The reported thrombus, as listed in information for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device is filed under separate medwatch report number.